Manufacturer narrative:
Investigation: DHR of lot 8123354 was reviewed and no qn found. Inspected 7pcs retention parts angle and appearance, all results passed. 2 pcs samples were received, one of returned sample(broken IV end) was reviewed, we found deformation showed on the interesting surface of needle broken point, it would be caused by external excessively force. Another sample(no shield, no label) is IV bent obviously, and it was rejected as defect parts under IV end vision inspection system. Based on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that after removing the pen needle 31gx5mm 7 pack, the needle broke off in the patient's body and had to be surgically removed the following evening. The following information was provided by the initial reporter, translated from chinese to english: "on march 13 at around 8 p.m,after removing the pen needle ,it was found the needle broken in patient's body.the broken needle was removed by surgery on the evening of march 14."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after removing the pen needle 31gx5mm 7 pack, the needle broke off in the patient's body and had to be surgically removed the following evening. The following information was provided by the initial reporter: "on march 13 at around 8 p.m, after removing the pen needle ,it was found the needle broken in patient's body. The broken needle was removed by surgery on the evening of march 14."